Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was the patient fell saturday night [(B)(6) 2021] and broke 2 ribs. The patient confirmed that the fall was due to their blood pressure dropping. The patient stated that then on monday [(B)(6) 2021], "when they would move their leg they got a sharp pain". They stated that the sensations that they were feeling were more like severe shocking sensations that are lasting about 2-4 seconds. The patient was redirected to their healthcare provider to further address the issue. The patient confirmed that they did turn off their stimulation and are still feeling the shocking sensations.